Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # 947a94. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the shrouds damaged and with a gst60d reload present. The reload was received partially fired 1/2. The manual override feature had been used and was reset to test the functionality of the device. The device can be correctly bailed out. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. A software error was found that caused the device to disable the firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 947a94, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a sleeve gastrectomy, on the fourth firing, the stapler locked out. The battery was pulled out and back in, and the device would not reverse the knife blade. The manual override did not work either, but the surgeon was able to wiggle the stapler off of the stomach. Surgery as delayed for a duration of 20 minutes. There was patient consequence. No other medical intervention. New stapler was used to complete the procedure. No harm done to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2023. Batch # unk. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.